Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said that they are having issues with their interstim and having issues charging their ins battery. Patient said their rep either no longer works for medtronic or is no longer in the area so they don't know who to call if they have questions. Patient said they were fine until a couple weeks ago when they took a fall by their pool and started hurting after that. After the fall the patient noticed that their need to go to the bathroom increased. Patient said they take a sip of water and that's enough to send them to the bathroom. Patient said that since the fall they haven't made any adjustments to their therapy. Patient said they had their pcp give them an x-ray and said it looks like everything is kind of in place and it doesn't look like there are any breaks in the lead or anything, but the pcp doesn't know much about the ins. Patient said something has changed after falling and they don't know if the ins is broken or the lead has moved. Reviewed that patient no longer has a chargeable ins and reviewed that the communicator is not used for charging but used for making adjustments to therapy. Also reviewed option to adjust therapy to help with symptoms. Patient said the hcp told them that they would contact a rep to call patient. Offered to help with anything over the phone and patient denied stating they will wait for the rep to call. Pt called back and repeated information documented in this case. Pt said they have their equipment in hand stating it was fully charged and they wanted to try to use it to see if it would connect to their ins so they could troubleshoot. After waking up the handset, pt confirmed their handset did not have an interstim x app. Warm transferred pt to mobility to attempt to add the interstim x app. Pt was transferred back from mobility agent who confirmed the interstim x app could not be added to the pt's handset. Pt said their doctor wants them to get an xray and sen d it to them because they are 3.5 hours away from their doctor. Patient called back and reiterated previously reported information that they had to have a revision to their interstim micro and unbeknownst to them, they replaced it with an interstim x and that "a f ew weeks back" they took a fall and "things got a little worse" for their symptoms, like they were "going to the bathroom more". The patient stated they got in touch with their managing health care provider (hcp) and that the hcp was trying to get in touch with their rep. The patient stated when they got the micro, they'd gotten all the expected external equipment but they didn't get anything with the interstim x and they wanted to know if their old communicator would work with their current interstim x. The patient stated they went to take a look at their settings since they fell to check things out and to "see if anything broke or whatever" and they were getting a message that said their internal device was "not responding." Please understand this patient was difficult to understand at times and the patient was not with their external equipment at the time of the call so patient services reviewed with the patient to call back when they had the external equipment available to determine if they had what they needed to connect to their implant. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was contacted by mdt clinical in chattanooga and confirmed with hcp, tech services was contacted. Patient was educated on programmer, x app was used, and patient did feel stimulation vaginally. Patient did not want to drive to chattanooga to meet with representation.